Event description:
Related manufacturer reference number: 2017865-2022-41709. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and the right atrial (ra) lead were over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient's condition was stable.